Event description:
Ous MDR - it was reported that the patient was brought into fibrillation during an operating procedure, which was detected. A shock with 25 j was delivered. It was also reported that this shock was ineffective. The ICD could no longer detect the fibrillation, thus no second shock was delivered. The patient was externally defibrillated. The lead was explanted and returned to biotronik for analysis. Blood was detected in the lead.

Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. During visual inspection, cuts in the insulation were found at 14 cm and 16 cm distal to the is-1 connector pin, which are likely due to the surgical procedure. Blood had penetrated the lead at these points. Moreover, the inner conductor coil was deformed as was the distal shock coil, which most likely occurred during the explantation. Analysis did not show any other deviations that could be linked to the clinical complaint. The electrical values measured were within technical specifications. In summary: there was no indication of a materials defect or a manufacturing defect.